Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to lead impedances increasing to greater than 1300 ohms. The threshold increased to 2.0v@0.4. The physician though it might be an insulation breakdown. Should additional information be received, this file will be updated.